Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the post-implant, pre-discharge follow-up, the physician found this device to be in safety mode operation. As such, the device was explanted and replaced and is expected to be returned for analysis. No resulting adverse patient effects were reported.